Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Mfg site ID was updated to (B)(4).

Event description:
Additional information received from a manufacturer representative reported that an out of regulation (oor) error message was displayed on the patient programmer. The implantable neurostimulator (ins) was programmed to c+, 0-, 1- at 3.8v, 150 usec and 150 hz on the left side and c+, 40 ate 3.6v, 150 usec, and 150 hz on the right side. Therapy impedance was measured to be 559 ohms on the left side and 2127 ohms on the right side. The ins battery was fully charged on (B)(6) 2017.

Manufacturer narrative:
Concomitant medical products: product ID 37651, serial# unknown, product type recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the implantable neurostimulator (ins) stopped, the patient felt face and lip electric stimulation, and their tremor returned while recharging. The cause of the event was unknown. The patient was able to turn the ins on with the patient programmer. The hcp confirmed with the clinician programmer that historical data of the device showed a mistake message when the patient felt the uncomfortable sensation on their face and lips. No surgical interventions or actions were planned or taken. The issue was resolved and the patient was alive with no injury.